Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files did not show any system notice on the date of the event. In conclusion, the risk of the patient being under general anesthesia without full therapeutic effect and the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician, and is the adverse event being reported. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the refrigerant delivery path was obstructed. Additional ablations were attempted without resolving the issue. The coaxial and electrical umbilical cables, and balloon catheter were replaced without resolving the issue. The case was aborted while the patient was under general anesthesia. No further patient complications have been reported as a result of this event.